Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted; off no power and low battery alarm functioned properly. However, the insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received an off no power alarm. The customer reported that the off no power alarm occurred with a low battery alert. The customer's blood glucose was unknown at the time of incident. The customer stated that there were no unattended alarms. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.